Event description:
The contact stated the customer's meter read "hi." While troubleshooting, the customer received 2 control test readings of 356 mg/dl. The normal control range is 121-174 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.